Event description:
It was reported that the patient presented for a generator exchange procedure. Interrogation of the pulse generator prior to procedure noted that the right ventricular (rv) lead exhibited high capture threshold measurements and low sensing amplitude measurements. The lead was capped and replaced on 7 nov 2023. The patient was in stable condition.